Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that lens is foggy in the eye piece. There is no information that the event caused a harm or serious injury to patient, user or third.

Manufacturer narrative:
Result of investigation: the customer's complaint can be confirmed. During investigation, a bent image conductor tube was discovered. The deformation of the image conductor tube had a negative impact on imaging, among other things. The deformation also caused most of the installed light guides to break, which further impeded clear imaging and had a negative impact. The damage found is not attributable to a manufacturing/production defect. Such damage can be caused by clinical use/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).